Event description:
New information received on 24 feb 2022 indicating that further intervention was performed and the device's longevity eventually corrected itself displaying nearing elective replacement indicator level.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the pulse generator exhibited diagnostics anomaly where the battery life of the device indicated 10 years remaining. The device had stopped taking diagnostic value after 2015 and have been using values from 2015 to provide diagnostic values. Programming changes were made without any changes to the data. The device was otherwise normal. No further intervention was performed. The patient would be continued to be monitored.